Event description:
End user called for assistance using their device. During trouble shooting by phone it was discovered that the calibration did not test. The device was replaced and the defective one returned for investigation.